Event description:
Nellcor puritan bennett rec'd a report from clinical engineer that, the unit did not provide an audio tone following the speaker upgrade (z-0664-05). No pt harm reported.

Manufacturer narrative:
The unit was requested back for evaluation, but has not yet been rec'd.